Manufacturer narrative:
The hill-rom technician found the brakes not holding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes would not hold. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported.